Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient experienced vaginal pressure and pain, vaginal bleeding, infections, dyspareunia and subsequent surgeries. The patient continues to experience pervasive vaginal discomfort. All other information is unknown and reportedly unavailable.